Event description:
During an inspection in the radiology department of (B)(6) hospital in (B)(6), it was discovered that the facility had recently purchased a new dxa unit from hologic. Upon verbal discussion with the radiology department manager (B)(6), it was determined that the hologic training representative had instructed the dxa users to practice scanning on employees of the radiology department. Under the instruction of the hologic training representative, five employees were exposed to radiation for training purposes, without a doctor's order and the exams were not read by a radiologist. The name of the hologic training representative could not be located. Copy of dxa training scan of one employee has been emailed.